Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) error message. The crew switched to manual CPR. No consequences or impacts on the patient. The customer also reported that the UDI label of the platform, almost completely worn off and the serial number is unreadable.

Manufacturer narrative:
The customer reported complaint that autopulse platform (sn (B)(6)) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) error message was confirmed based on the archive data review and during the in-depth functional testing. The root cause of the reported complaint was the failure of both load cell modules. Additionally, the customer reported that the UDI label on the autopulse platform had worn off. This observation was confirmed during the visual inspection, which determined that the label degradation resulted from regular use and handling. To resolve the issue, the UDI label was replaced. A review of the archive data indicated ua18, thus confirming the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test as both load cell modules were exceeding normal parameters. The failed load cell modules were replaced to address the reported ua18 error. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).